Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient they experienced fatigue, a "bad spell of dizziness" and pain in their chest, throat and shoulders. The implantable pulse generator (ipg) remains in use and intervention is planned. No further patient complications have been reported as a result of this event.